Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 89 mg/dl at the time of the incident. Display was not returned by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.